Manufacturer narrative:
The device was returned for evaluation and the clinical observation could not be confirmed. As received, the implant coil was found still attached to the pushwire within the proximal portion (wave-lock portion) of the introducer sheath. No defects were found on the pushwire. The axium implant coil appeared in good condition within the introducer sheath but could not be pushed out from the introducer sheath. The axium coil was pulled out from the introducer sheath and implant coil was found damaged and had lost its original shape with the appearance of dried contrast present. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the device evaluation, this is not a coil broke issue as reported. Consequently, the reported event cannot be confirmed, and the cause could not be determined. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): precaution: ¿do not advance the coil with force if the coil becomes lodged within or outside the microcatheter. Determine the cause of resistance and remove the system when necessary.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small ruptured, amorphous aneurysm, located in posterior segment of the internal carotid artery, this coil had difficulties during placement and stuck in the distal segment of the microcatheter and it broke during re-insertion. It was reported after prepared the coil per the IFU, the coil delivered through microcatheter in to aneurysm, but the coil was always out to the parent artery so the coil withdrawal. Re-shaped the microcatheter, re-introduced it to aneurysm and pushed the same coil but the coil could not advance from the microcatheter. Tried three times to delivered but it did not work. Pulled the coil out, found that the implant part of the spring coil was stretch and was broken. Replaced same size coil and implanted successfully and then filled with another two coils and procedure completed successfully. No patient injury was reported.